Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer also received calibration error and change sensor alerts. Customer's sensor glucose was 47 and blood glucose was 400 mg/dl. Troubleshooting was performed and customer was advised on proper calibration techniques and sensor positions. Customer was advised to follow suggestions and to monitor sensor glucose. During calibration error, customer's blood glucose was 42 mg/dl. Troubleshooting was performed for calibration error alarm and change sensor alert. Sensors would be replaced.